Event description:
A surgeon reported a posterior capsule rupture during a laser assisted cataract surgery. The optical coherence tomography displayed a lens so large in depth that it was not possible to place the fragmentation pattern closer to the posterior capsule as the limit of treatment depth had been reached. An anterior vitrectomy was performed and the lens was switched to a three piece sulcus lens. The surgeon is unsure what caused the tear. The patient has several medical issues that could have been a factor.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).